Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6) 2009. According to the complainant, the patient experienced incontinence, infections, vaginal bleeding, erosion, pelvic pain, dyspareunia, pinching and itching sensations and bloating post procedure. The exact nature and date of onset for each symptom are unknown. All other information is unknown and reportedly unavailable.